Manufacturer narrative:
Corrected data: h6-health effect- clinical code: "2140" should be removed and "1766" should be added. H6- medical device problem code: "3001" should be removed and "2993" should be added. Additional data: b5- the reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens of diopter -4.5 into the patient's left eye (os) on (B)(6) 2022. The patient experienced lens opacity (cataract). On (B)(6) 2023 the lens was exchanged with the same model and power but shorter length and the problem was resolved. The status of the eye was noted to be "quiet. Icl vault good". The reporter indicated the cause of the event is unknown. Claim# (B)(4).

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm513.2 implantable collamer lens of -4.5 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2023, the lens removed and replaced for a smaller length lens due to lens opacity. The problem was resolved. Reportedly, "quiet icl vault good."